Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 99% stenosed lesion being treated was located in the extremely calcified, extremely tortuous distal right coronary artery (rca). The lesion was predilated with a balloon (size and manufacturer unknown). The physician attempted several times to place the 2.50x24 mm taxus express2 drug eluting stent, but was unable to cross the lesion. The tip of stent was found to be lifted up. The procedure was completed with another device. No patient complications were reported. Patient status reported as "good".